Event description:
Reporter indicated high lead impedance was obtained during an attempted generator replacement surgery on (B)(6) 2012. When the resident lead was inserted into the new generator, high lead impedance was obtained. As high lead impedance was still occurring after being inserted into the new generator, a lead pin issue has been ruled out and a lead fracture is the more likely cause of the high lead impedance. The old generator was explanted, and a new generator was not implanted. The lead remains in the patient. The decision to reimplant is pending the caregiver's decision. The high lead impedance had been occurring since at least (B)(6) 2012 per the reporter.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.